Event description:
Patient experienced some numbness after her first miradry treatment that fully resolved. During her second treatment on (B)(6) 2016, after the 3rd or 4th pulse on the right side the patient had some hot spots and her thumb and pointer finger started tingling and going numb. During treatment of the left arm, patient felt similar sensations (hot spots and pain radiating) down to her pinky. Patient worked out (spinning) 4 days post treatment. At 6 days post treatment, she did upper body workouts. Two weeks post treatment, treating physician examined patient. Patient had numbness on inner proximal bilateral arms, with numbness radiating down the right arm and affecting the hand in a medial nerve distribution. The patient demonstrated inability to fully close right hand and to flex the first and second fingers (index/thumb make a "c" shape). Neurontin (gabapentin) prescribed to help with the nerve pain. Physician spoke with the patient the following day and patient stated that the pain was subsiding but felt the weakness was getting worse. Follow-up continuing.